Event description:
After the guiding catheter was engaged, an attempt was made to cross the guide wire to the lesion with a micro catheter; however, the proximal rca was quite tortuous and long so the crossing attempt was difficult. The movement was becoming worse, so the guide wire was removed; however, the guide wire tip coils had become separated from the core guide wire. Fortunately, the separated tip remained in the micro catheter. The target lesion was in the distal rca, which was concentric and contained mild calcification. The lesion was diffused.